Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by an abbott distributor who reported that an I-stat 1 analyzer would not activate. The analyzer was opened and a visual inspection found a burned component. Based on the information at the time, there was no injury associated.